Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: the 3005168196-2016-00207. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod coils). During the procedure, the physician deployed multiple pod coils into the aneurysm using a lantern delivery microcatheter (lantern). The physician then attempted to deploy two new pod coils; however, both coils would not advance down through the end of the lantern and were both removed. The procedure was completed using new pod coils and the same lantern. There was no report of an adverse effect to the patient.